Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023. During a follow up visit the patient expressed having difficulty maintaining communication between the implantable pulse generator (ipg) and the external therapy discs. It is unclear if the communication issue is due to the location of the ipg within the patient's abdomen, possible migration of the ipg, buildup of tissue/fat over the ipg location, or a combination of causes. Surgical revision was performed on (B)(6) 2023 to move the ipg to a location where the patient would have more consistent connectivity between the ipg and the therapy discs.